Event description:
Reference number (B)(4). Event occured in the united states. The patient was admitted to the hospital on (B)(6) 2025, at 9:30 am, requiring intravenous insulin injection. The hospitalization lasted for an extended period, specifically two days, which is classified as greater than 24 hours. During the hospital stay, insulin was administered through both intravenous (IV) methods and injections to manage the patient's condition. The primary event leading to the patient's admission was diagnosed as diabetic ketoacidosis (dka), a serious complication of diabetes that required immediate medical intervention and close monitoring throughout the hospitalization period. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information for the lot 6009855 have already been previously evaluated in the complaint (B)(4) on 8/jul/2025. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6009855 was manufactured according to the work instruction (wi) version 79, packaged in the machine m 12, on 22/oct/2024, with a total of (B)(4) units. Review of the device history record showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self manage requiring intervention by a hcp or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level, presence of ketones and symptoms e.g.,nausea, vomiting, abdominal pain, confusion) and lot 6009855 and other 1 complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.